Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The instrument was returned inside the spiral packaging without the stent protector. The stent is displaced on the balloon by about 1.5 mm in proximal direction and severely deformed at its distal end. The balloon is still well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined number of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment but the stent dislodged from the balloon outside of the patients body.